Manufacturer narrative:
The product has not been returned for evaluation. Should the product become available, a follow-up report will be filed once the evaluation is complete. No patient information is available at this time.

Event description:
Account reported that when transferring the container from the liquid nitrogen to the vapor phase the bag broke. This was a stem cell autologous leukopheresis in which 9 total bags were frozen. The other 8 bags were transfused. At this time the broken bag is being held until engraftment information is available. No patient injury or adverse event is associated with this complaint.